Event description:
MRI examination demonstrated a type ii salp lesion, with the posterior labrum completely detached from the glenoid. Posterior labrum was completely detached up to and including the biceps anchor. A torn inferior flap of labral tissue was also found and debrided. Two bankart tacks were placed posteriorly, stabilizing the labrum. Nine months after surgery, pt presented with shoulder pain. MRI revealed that head and part of the stem of the bankart tack had broken off and had settled in the subscapularis fossa. Thirteen months after the initial operation pt underwent rearthroscopy and tack fragments were removed. Six weeks postoperatively pt returned to their pre-injury level of activity.